Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer observed that the maryland bipolar forceps instrument energy was not working on tissue. The customer changed the energy cord and the arm, but the reported complaint remained. The surgeon elected to use a backup maryland bipolar forceps instrument to complete the surgical procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 18-nov-2024: the reported damage occurred outside of a surgical procedure and not while in use within the surgery or in-patient use. No fragments fell into the patient¿s anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps (mbf) instrument was analyzed and found to have a damaged conductor wire insulation at the yaw pulley. Visual inspection found no fragmentation of the insulation, and the internal conductor wires were exposed. The mbf instrument failed the electrical continuity test due the conductor wire being damaged and considered broken. There was no thermal damage found. Components adjacent to the broken wire showed damage. The instrument was also discovered with indentations at the yaw pulley. The complaint was confirmed by failure analysis.